Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was twiddling and the alignment of lead contacts were shifted. Xrays confirmed the issue. Lead diagnostics determined high impedances. Surgical intervention was undertaken on (B)(6) 2018 wherein the extension was explanted and replaced with another model which resolved the issue. No intervention was taken against the lead. Effective therapy was restored postoperatively.

Event description:
Additional information received identified the x-rays confirmed the damage to the extension before surgery.